Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted for premature battery depletion. The patient was having a procedure for a left ventricular lead revision, and the device was replaced at that time.